Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an emergency laparoscopic bowel resection procedure for an obstructing tumor. The open stapling device was being used for the extracorporeal extraction site side to side anastomosis. The full and complete squeezes of the handle were performed. The handle did not return to the open position following the first full squeeze. The handle remained in the closed position following the second complete squeeze. The staples did not deploy. The tissue was cut thinking that the staples had deployed. In order to resolve the issue and complete the case, had to hand sew the anastomosis. This led to an extension in surgical time of thirty minutes or more. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with advanced pushers and staples. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staples and staple pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.